Event description:
Patient tested on the suspect device with an inr result >8. The lab inr was 2. The facility used the wrong controls on the device. The device was replaced and requested to be returned for evaluation.